Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a crack in the top part of the pump casing. The reporter denied loss of power, a blank screen and trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the battery compartment revealed a compartment crack from the threads to the case seal. Visual inspection of the battery cap revealed stripped threads. The pump booted to the verify screen. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast.